Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, moderately calcified lesion exhibiting 50% stenosis located in the proximal rca. The device was inspected with no issues. Negative prep was performed with no issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent dislodged inside the patient while attempting to remove the delivery system. A procedure was performed the next day to remove the dislodged stent from the patient. The patient is reported to be alive with no injury.

Manufacturer narrative:
The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were expanded. Slight deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.